Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). S/w 2.9d. Insulin pump not received in stuck manufacturing mode. Device passed the displacement test. Device received with cracked keypad overlay at select button, cracked retainer, cracked case at battery tube side, minor scratched display window and keypad overlay texture damage.